Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urge incontinence. It was reported that patient was able to successfully pair the communicator and place the communicator over the ins and they got 'device not responding.' Patient then commented that the ins would move. Patient clarified when patient services asked about the comment and said, "yes it moves". Patient services asked the patient if this was a recent event and when the issue of the ins moving began and they stated, "it's done it before but I've never had it where it didn't charge" and stated that "the doctor put it in cockeyed." Patient stated they just saw their managing health care provider about a month ago and the healthcare provider was not concerned about it moving. Patient services reviewed considerations for connecting to the ins if it was at a tilt and patient repositioned the communicator and got "communicating with device" but then it went to "device not responding" again. Patient repositioned and applied a tiny bit of pressure and was able to connect to their settings. Patient stated they thought it was because the implant wasn't flush against the skin that they'd had trouble connecting. Patient services reviewed with the patient to continue to follow up with their hcp about their concerns if anything changed and to call back if they needed further assistance. Patient said "yay. It's working. I was so worried it wasn't." The troubleshooting steps that were taken on the call resolved the issue.